Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an overheat error and display problem. The micro processor unit (mpu) was replaced, the hardware was upgraded to 40gb and the power supply was replaced as a preventative. Reimaged the hard drive, reloaded and updated software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen goes black and is showing an overheating warning message. The programmer was returned for service. No patient complications have been reported as a result of this event.